Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient death) has been confirmed. The belt was returned for evaluation, and a reportable problem was discovered. The cable from the rear therapy electrode was pulled from the distribution node. The cause for the pulled cable cannot be positively identified but was likely the result of excessive force when the paramedics removed the vest. While the device was in monitoring mode, the device properly monitored a sinus rhythm and detected a bradycardia. Less than three minutes later, signal noise and therapy pad placement faults were detected, indicating the device was removed. It was reported that the patient was not wearing the lifevest at the time of death. No adverse event resulted from the pulled cable.

Event description:
A patient service representative contacted zoll customer support to report the death of a (B)(6) male patient. The patient's spouse reported that she called the paramedic because the patient didn't feel well. The device alarmed, the patient pressed the response buttons, and then went unconscious. Paramedics removed the lifevest and performed CPR. The patient later died at the hospital. The belt was returned for evaluation, and a reportable problem was discovered. A cable was pulled from the distribution node.